Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 09-jul-2023, UDI#: (B)(4). Product analysis: the devices remain implanted, therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with a heavily calcified type 0 bicuspid valve and an aortic root of 68 degrees, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon. The initial deployment attempt was too shallow, therefore the valve was recaptured. A second valve deployment attempt was made, and the valve was released at approximately 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). The valve was severely constrained with a gradient of 45 millimeters of mercury (mmhg). The pre-implant gradient was 81 mmhg. A post-implant balloon aortic valvuloplasty (bav) was performed 23 mm non-medtronic balloon and the valve immediately dislodged following the inflation. A snare was attempted but only one tab was successfully snared. The patient became unstable, and cardiopulmonary resuscitation (CPR) was initiated. The patient's blood pressure dropped to 20/50 mmhg. Compression continued while a second valve was deployed. The second valve was deployed at approximately 4 mm on the ncc and post-implant bav was performed with the same 23 mm balloon. The gradient reduced to 6.5 mmhg and the patient seemed to stabilize. The blood pressure suddenly dropped again, and the heart rate increased. Pericardiocentesis was performed and approximately 600 cubic centimeters (cc) of blood were extracted. The patient stabilized momentarily, but then destabilized and compressions were performed again. Oxygen saturation dropped to 50. Compressions were performed once again, and the patient once again stabilized. Pleural effusion was noted, and a chest tube was inserted. Three units of blood were transfused. After the chest tube was inserted, the blood pressure never recovered. The heart rate decompensated, and the patient became dependent on the temporary pacemaker. The patient ultimately died.

Manufacturer narrative:
Additional information was received that per the physician, the gradient of 45 mm hg was due to the constrained valve and possible due to the native valve being bicuspid. A possible coronary occlusion occurred during the valve dislodge. Per the physician, an annular perforation and rupture occurred possibly due to the post-implant balloon aortic valvuloplasty (bav) performed after implant of the second valve. Per the physician, the cause of death was annular rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.